Manufacturer narrative:
The device has not been received for investigation. A lot number was not identified; therefore, no device history review (DHR) could be performed. There is no indication that the device was related to the reported event. The user guide warns: hemodialysis may result in significant changes in the blood concentration of electrolytes and glucose and in the patient¿s volume status. Appropriate monitoring of the patient¿s hemodynamic, fluid, electrolyte, and acid-base balance should be performed regularly, per physician orders, to ensure appropriate response to therapy. Failure to do so could result in inappropriate therapy for the patient.

Event description:
A report was received on (B)(6) 2017 from the caregiver of a (B)(6) male patient with an ongoing history of hyperkalemia, who had received standard home hemodialysis treatment on (B)(6) 2017. On (B)(6) 2017 the patient experienced weakness, shortness of breath and shaking. The patient was transported to the hospital and experienced a cardiac arrest enroute. He was admitted and remained hospitalized until (B)(6) 2017 when he was transferred to a rehabilitation facility until (B)(6) 2017. The patient was released from the rehabilitation facility in stable condition, returning to standard home hemodialysis. A discharge diagnosis was not provided.